Manufacturer narrative:
On 20-dec-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 14-dec-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush that has broken off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that the brush had broken off of an oral-b power oral care refill probright. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 06-nov-2017 received consumer's follow-up e-mail: the consumer reported that the logo was gray and it did not come off. She stated that she purchased the brush heads last year, and it had happened to 1 brush now. No further information was provided.

Manufacturer narrative:
15-dec-2016 product investigation results: the reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Choking [choking]. Loose brush head lodged in throat [foreign body]. (Choking) and in severe distress [ill-defined disorder]. One of the dual bristle heads came away / broken brush head [device breakage]. Case description: a husband reported via e-mail on (B)(6) 2016 that one of the dual bristle heads came away from the oral-b dualaction brushhead while his wife of unspecified age was using the toothpaste. He stated that this loose head lodged in his wife's throat and she was choking and in severe distress. He reported that luckily it dislodged after what seemed a worrying amount of time. The husband stated that his wife had been using an oral-b rechargeable toothbrush, version unknown for just over a year, along with the dual action brushheads, having purchased those brush heads again after the originals wore out. She had now discontinued use of the toothbrush and reverted back to using a manual brush. The case outcome was recovered. No further information was provided. 15-dec-2016 product investigation results: the reporter returned product on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush that has broken off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that the brush had broken off of an oral-b power oral care refill probright. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the logo was gray and it did not come off. She stated that she purchased the brush heads last year, and it had happened to 1 brush now. No further information was provided.